Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that during the procedure at the time of drilling and removing the bit, it is presented that the guide needle comes inside the bit, when it is removed it is evident that it was broken, it is verified with x-rays and it is observed that the threaded part of this guide needle was inside the bone of the patient, when trying to remove this fragment, an alteration in the surgical times of approximately (15) fifteen minutes is generated. It was not possible to remove it and the specialist is upset because he had to leave this fragment inside the bone and relocate a new guide to achieve the reduction that was wanted, thus achieving successful completion of the surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected: g1. Device history review: part: 292.620-15. Lot: 38870p5. Manufacturing site: balsthal. Release to warehouse: 20-nov-2024. A DHR evaluation was performed for the finished device article # 292.620-15 lot # 38870p5, and no non-conformances were identified. Assessment performed by (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.